Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon for polypectomy during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the polyp was resected and too much tissue was removed and the muscular layer was exposed. Additionally, it was reported that there was a micro perforation which was confirmed by fluoroscopy and delayed bleeding the day after the procedure. The patient also experienced discomfort and anxiety. The patient was not admitted to hospital beyond standard of care. Reportedly, the patient's tissue was not friable and the patient was not on any anticoagulants. No visible issues were noted with the snare. The procedure was completed with the use of multiple hemostatic clips. It was reported that the patient is expected to fully recover. The patient condition following the procedure was reported to be fine. It was reported that the only allegation against the device was that too much tissue was resected resulting in micro-perforation and bleeding. In addition, the patient was admitted to the hospital beyond standard of care and spent the weekend after presenting emergently. Due to the result of micro-perforation and delayed bleeding after the day of the procedure, the patient had anxiety. No other intervention was performed besides clipping.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Block h6: patient code e2114 captures the reportable event of perforation. Impact code f2202 captures the reportable event of endoscopic procedure. Impact code f08 captures the reportable event of hospitalization. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block b5 has been updated based on the additional information received on july 21, 2021. Block h6 impact code has been updated.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon for polypectomy during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the polyp was resected and too much tissue was removed and the muscular layer was exposed. Additionally, it was reported that there was a micro perforation which was confirmed by fluoroscopy and delayed bleeding the day after the procedure. The patient also experienced discomfort and anxiety. The patient was not admitted to hospital beyond standard of care. Reportedly, the patient's tissue was not friable and the patient was not on any anticoagulants. No visible issues were noted with the snare. The procedure was completed with the use of multiple hemostatic clips. It was reported that the patient is expected to fully recover. The patient condition following the procedure was reported to be fine.